Event description:
It was reported that the touch screen became unresponsive. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.